Manufacturer narrative:
(B)(4).

Event description:
It was reported trough remote transmission that non-sustained rv oversensing was observed due to post-paced t-wave oversensing on the ventricular channel. Patient was asymptomatic and did not receive inappropriate therapy during the oversensing. Programming changes were made. Patient is in stable condition.